Event description:
It was reported that the pt underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The pt experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02467. The same pt is represented in each medwatch.